Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet bionic pancreas, with blood glucose exceeding 400 mg/dl for hours despite infusion set changes and use of back-up subcutaneous insulin via multiple daily injections, and the device issued prolonged high-glucose alerts. Symptoms included general malaise associated with hyperglycemia and concern about downstream health impacts. Outcomes included self-management of high glucose using mdi and adherence to a ketone action plan without the need for medical intervention or assistance. Investigation included internal case review and outreach by clinical support. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.